Manufacturer narrative:
Date of report : 16jul2019, date rec¿d by MFR : 15jul2019. Service technician confirmed the power led was turned off caused by vibration of a button operation so power switch overlay was replaced. No other abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit had a faulty led (light emitting diode) indicator. The customer reported there was no patient involvement.